Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies non detachment as potential complications associated with use of the device. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
As reported, the web did not detach after repositioning the microcatheter and multiple detachment attempts. Another device was used to complete the procedure successfully. No patient harm was reported.

Manufacturer narrative:
Items returned for evaluation: delivery system (pusher), web implant, introducer. Items not returned for evaluation: dispenser hoop, microcatheter, v-grip. The web implant was returned still attached to the pusher for analysis and was returned within the introducer. Upon inspection of returned items, the web implant was found to be within visual and dimensional specifications (spec: diameter(mm)= 4.5 ± 0.5, height(mm)= 3.0 ± 0.4), but the proximal connector was kinked at the brown lead wire joint. Tested the returned device with an in-house controller and gave red lights. The delivery system resistance was measured to be ol (spec= 66-78), which is out of specification due to the connector damage. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, but the heater coil was not found stretched and did not show signs of activation using a detachment controller. The investigation of the returned web system found the proximal connector kinked at the brown lead wire joint. The unit did not pass continuity and resistance testing. The kinked proximal connector may have caused or contributed to the reported non-detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.